Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement during positioning. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient anatomy included a slightly rotated heart. The clip delivery system (cds) was advanced into the patient anatomy and m knob was applied to position. While the cds was in the left atrium, it was noted that there was a bend in the shaft and the device was diving. M was removed; however, a bend was still noted. The cds was removed without difficulty. The procedure continued with implantation of two clips, reducing mr to grade 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use, states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. The reported improper or incorrect procedure appears to be related to user curving the steerable sleeve more than 90 degrees. All available information was investigated and the reported delivery catheter (dc) shaft bend appears to be related to a combination of patient morphology/pathology (slightly rotated heart) and user error (user curving the clip delivery system (cds) more than 90 degrees). The reported difficult to position the device (sleeve steering issue) is a cascading effect of the bent shaft. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.